Event description:
It was reported that there was a "cut in the cord" and wires were exposed on the foot control device. According to the report, the device was not used in surgery. There was no patient involvement. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment revealed that the cable was damaged. Therefore the reported condition was confirmed. Evidence indicates this was due to improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.